Event description:
It was reported the gastrointestinal videoscope had internal defects of channel. The axial stent inside the channel, attempted to remove and failed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely user tried to retrieve the stent via biopsy channel during procedure which led to the suggested event. The event can be detected/prevented by following the instructions for use: "the event is detectable by inspection prior to use in the following instructions for use operation manual 3.3 inspection of the endoscope: instructions for use of the subject device has no description on stent as compatible endo therapy accessories. Instructions for use of tjf-q190v including stents as compatible accessory warns on retrieving stent as follows: 4.1, precautions, warning: do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance. Manufacturer of the stuck stent was unknown. As reference, instructions for use of olympus stents pbd-1030,1031,1032,1033 series instructs the following. Retrieval of the stent: caution: do not use the instrument that has been inserted into the endoscope. Instrument damage may occur. Do not collect the stent through the channel of the endoscope. Instrument damage may occur. To retrieve the stent, use grasping forceps fg-44nr-1 in accordance with its instruction manual." Olympus will continue to monitor field performance for this device.